Event description:
The customer contact reported a delay of critical therapy following an alarm condition. The tubing set was being used to deliver 100ml of tissue plasminogen activator (t-pa) 100ml, at an unspecified rate for a duration of one hour, via a plum pump. No further programming parameters were provided. After an unspecified length of time, the customer contact reported that the pump alarmed for air in line; however, no visible air was noted in the tubing set. At this time, it was reported that the nurse back primed the tubing set; however, the alarm condition continued. The tubing set and pump was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.